Event description:
Device 2 of 2. Reference MFR report# 1627487-2010-03824. The patient was implanted with an scs system on (B)(6) 2008, consisting of an ipg and two percutaneous leads. It was reported that the patient passed away from multisystem organ failure of the heart and kidneys; however, attempts to confirm the cause of death with a medical professional have been unsuccessful. It was reported that the patient was last seen at the implanting physician's office in (B)(6) 2008. The office was unaware of his death. The exact date of death was not provided to the MFR, and it is unk whether the patient's scs system was explanted postmortem.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.